Event description:
It was reported that balloon rupture occurred. Tha 90% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified unspecified vessel. A 6.0-40, 80 wanda balloon catheter was used to dilate the lesion. The balloon ruptured at 10 atmospheres during the first inflation. The procedure was completed with another of the same device. No patient complication has been reported and the patient's status was good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and microscopic examination of the balloon material identified a longitudinal tear. The tear extended along the main body of the balloon for 3cm in length. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely tortuous and severely calcified unspecified vessel. A 6.0-40, 80 wanda¿ balloon catheter was used to dilate the lesion. The balloon ruptured at 10 atmospheres during the first inflation. The procedure was completed with another of the same device. No patient complication has been reported and the patient's status was good. This product is only ous approved but it is similar to an approved us device.